Manufacturer narrative:
The asr exemption e2015043 was revoked on (B)(6) 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No button error alarm noted. Unit had intermittent button response. Unable to determine root cause of intermittent button response due to pump preservation. Unit had minor scratched display window, scratched case, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Data analysis: there is no data available due to the unit did not have a battery installed when. Unit passed the delivery volume accuracy test 99.96 % accuracy. After the dva test was completed, the keypad was inspected, and the intermittent button response was due to corroded keypad traces.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The caller did not know if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The original owner of the pump had passed and the pump was gifted to the caller. The caller agreed to return the insulin pump for analysis. This report was created for the analysis results. The keypad was inspected and the intermittent button response was due to corroded keypad traces.